Event description:
It was reported that the perfusionist was installing the backup battery into the primary system controller after the sterile field was broken. It was noted that the "screw was broken in half and fell out of the screw hole". The patient was changed to their backup system controller, and the damaged controller was placed to the side and would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.